Event description:
On (B)(6) 2012, this pt was implanted with six gore excluder aaa endoprosthesis to treat a descending thoracic aneurysm. It was reported that the thoracic aneurysm extended distally to the base of the superior mesenteric artery and into the renal arteries. At an unk date, approx three years prior, the pt had an open abdominal aortic aneurysm repair. On (B)(6) 2012, the physician performed an "octopus procedure" using six gore excluder devices and fourteen gore viabahn devices with access through the subclavian artery. There was patency in all arteries and limbs post operatively and the pt tolerated the procedure. On (B)(6) 2012, the pt woke with paralysis and the right limb was ischemic. The physician reintervened and placed a spinal drain and then performed a fem-fem bypass. Profusion to the right limb was re-established and the pt tolerated the procedure. The pt's current state of paralysis is unchanged at this time. The physician is taking a wait and watch approach.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy such as iliac distal vessel seal zone length of at least 10 mm. Additional devices implanted and/or related to this event: (B)(4).